Event description:
The patient was revised because the cup was loose. Update: (B)(6) 2013 - patients operative records were received. Records indicate the reason for revision was due to pain and upon revision the cup was found to be well fixed. The head, liner, and screws were added to the complaint and the complaint was re-opened. Update: (B)(6) 2013- patient seeking legal action. Supplemental plaintiff disclosure form received. The doi was provided. There is no new additional information that would affect the investigation.

Event description:
The patient was revised because the cup was loose. (B)(6) 2013 - patients operative records were received. Records indicate the reason for revision was due to pain and upon revision the cup was found to be well fixed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update - (B)(4) 2013 - patient's operative records were received. Records indicate the reason for revision was due to pain and upon revision the cup was found to be well fixed. The head, liner, and screws were added to the complaint and the complaint was re-opened. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.